Event description:
Customer reported being hospitalized with a blood glucose level of 18 mg/dl at the time of admission. Customer was also hospitalized due to pneumonia at the time of the call. Customer's nurse reported that after treatment, customer's blood glucose level was up to 149 mg/dl at the time of the call. Nurse also reported that customer was hospitalized the month before the call for low blood glucose levels. Customer's blood glucose level at the time of that admission was not provided. Customer reported that the insulin pump had recently been exposed to an xray. No further information was provided.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Motor was tested outside the device and passed. No motor anomaly was noted. Unit received with minor scratched lcd window and cracked reservoir tube lip.